Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the water power regulator button on the flushing pump did not work. There was no patient involvement.

Event description:
It was reported the water power regulator button on the flushing pump did not work. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, additional information, and the results of the legal manufacturer's final investigation. Updated fields: e1 corrected fields: h6: health effect - impact code; medical device problem code; component code; the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the reported malfunction: keypad damage traced to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.